Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The photograph shows a minicap attached to a transfer set with a mark on the rim of the minicap which appears to be a crack. The reported problem was confirmed based on the evaluation of the photograph. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of event/therapy date was (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was crack on a minicap. This was reported before use. There was no patient injury or medical intervention associated with this event. No additional information is available.